Event description:
It was reported that the right ventricular (rv) lead was oversensing during shocked episodes. There was a warning for noise and a lead integrity alert (lia) triggered for high-rate non-sustained episodes and sensing integrity counter (sic). It was also reported that all therapies failed in a ventricular fibrillation (vf) episode. A magnet was placed on the device pending reprogramming. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.